Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6(medical device ¿ problem code). A getinge field service engineer (fse) replaced the defective front end module (0670-00-0668) with a new one. Fse have done all the required functional tests and calibration tests. All tests are passed. The unit is working satisfactorily. Unit is handed over to the customer in good working condition.

Event description:
N/a.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had a failed electrical test failure code #119. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.